Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the catheter was implanted, the doctor did not get the catheter into the dura far enough. Then the catheter ¿would slide in the dead spaces of the epidural space¿. It was noted that when the doctor tried to pull back from the catheter access port, he would not get anything. When he tried to inject, he would ¿see something that looked like it was intrathecal, but when you do a lateral, it also looked like it was epidural.¿ the patient outcome was unknown. The drug being used in the pump was unknown. A follow-up report will be sent if additional information becomes available.